Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed with low readings. A visual inspection was performed on three opened and used enlite sensors found one of the three sensors had the sensor cannula retracted inside of the sensor base, the sensors were received whole with no broken or missing parts; unable to confirm if the customer received the sensor damaged due to the sensors were retuned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer's sensor was changed due to calibration error. The mother states the blood glucose level did not match sensor reading and they had received lost sensor. The customer's blood glucose level at the time of incident was 271mg/dl. The mother states the levels had been as low as 48mg/dl. Troubleshoot was reported to be conducted. The mother states the customer had removed the sensor and noticed electrode was missing. The customer was advised the sensor would be replaced and returned for analysis.